Event description:
It was later reported the cause of the issue was not known. Reportedly, reprogramming was done ad it was noted the ins did not recognize the programmer. It was stated a replacement of the implantable neurostimulator (ins) occurred. It was noted the patient did not require hospitalization and the patient recovered without sequelae.

Event description:
It was reported the patient was unable to make adjustments both with or without the antenna attached to the programmer. It was noted the patient¿s symptoms had been getting worse since a week prior to report. The caller was trying to increase stimulation but was only getting the poor communication screen. It was reported the patient received a replacement programmer and they were still having the same issue. It was noted there was no stimulation sensation. A loss of therapeutic effect happened ¿about two weeks prior.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v568715, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).